Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. Customer's blood glucose was 31 mg/dl. The customer was treated with glucose tablets. The customer was admitted in the hospital. The customer does not recall any significant events leading to the admission. The customer was discharge from the hospital. The troubleshooting was perform, customer was advised to check for insulin delivery. The reservoir is showing the same amount of insulin as shown on the status screen. The customer stated that the insulin pump was exposed to an MRI. The customer stated possible xray exposure from the dentist office. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.